Event description:
It was reported that the ilet touchscreen fractured after the device fell from a pocket onto a recliner, resulting in a nonresponsive screen on the touchscreen component and the device not being synced prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen attributable to the drop event. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.